Manufacturer narrative:
Device powered up properly after battery installation. Device received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No frozen screens anomalies noted. Unable to prime device during prime/compromised force sensor system test due to force sensor resistor damage by moisture. Device received with cracked case at display window corners.

Event description:
Customer reported via phone call that the insulin pump alarmed a button error alarm during bolus delivery. Device froze and the customer removed the battery. Customer's blood glucose was 284 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.